Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence as a result of the device not working. Surgical intervention was performed to replace the device; however, the physician noticed blood in the catheter so the procedure was aborted. The balloon and pump remained implanted and the cuff was explanted. At a later date, the patient replaced the entire device with a new aus. There were no additional patient complications reported.